Event description:
A (B)(6) female pt contacted zoll customer report to report constant alarms. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (constant alarms) has been confirmed. The cause for the constant alarms is due to a damaged cable from the distribution node to ECG nodes c and d. The cause for the damaged cable is due to a broken internal wire. The root cause for the broken wire cannot be positively identified. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.